Manufacturer narrative:
Internal complaint reference (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a partial removal of the tonsils. Before the operation, there was an abnormality at the front end of the evac 70 xtra wand, which was abnormally hot. A backup device was used to complete the surgery and I is unknown if there was surgical delay. No further complications were reported.

Manufacturer narrative:
H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed product was out of the original packaging. No packaging returned. The tip is worn from use. The tip is damaged. The spacer and shaft are blackened from extended exposure to plasma generation in the area or touching another metal object and causing sparking. There is a hole in the spacer where it meets the shaft in the blackened area. The opened device was tested and plugged into the controller and registered settings (7,3). The wand produced still produces plasma and activates coag as expected. The damaged area also produces a small amount of energy/plasma where the hole is in the spacer. An analysis of the customer provided image found the upper part of the evac 70 xtra hp coblator ii. The device is lying on its box. The tip appears to be burned from use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include the device's wires may have experienced an internal break, or a bent/damaged electrode. The damaged wire or electrode could lead to the plasma being produced in the incorrect position and at a much higher level. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference case: (B)(4). H11: a1, b5 and h6: event description and impact code updated.

Event description:
It was reported that before a partial removal of the tonsils, there was an abnormality at the front end of the evac 70 xtra wand, which was abnormally hot. A backup device was used to complete the surgery and a delay of less than 30 minutes was reported. No further complications were reported.